Event description:
A confirmed motor stall and motor stall recovery was recorded in the event logs. The motor stall was caused by the patient having an MRI on (B)(6) 2012. Following the MRI, the patient experienced underdose symptoms of pruritus and irritability. Once the patient took oral baclofen, the symptoms subsided. The patient was seen in the hcp clinic on (B)(6) 2012 for a pump refill procedure. The motor stall recovery was noted in the logs at the time of pump update. It was added that the pump was interrogated 25 hours after the MRI; hence the logs noted the motor stall as recovered 25 hours after the MRI. The patient was doing fine. It was clarified that the patient's pump administered compounded baclofen.

Manufacturer narrative:
Catheter model: 8703, lot #: j92103144, implanted: (B)(6) 1994, explanted: unk.

Event description:
Additional information: it was reported that the patient was diagnosed with lung cancer, which was the reason for the magnetic resonance imaging scan. The night of (B)(6) 2012, the patient started having increased muscle tone and kind of went through some kind of early withdrawal symptoms.

Manufacturer narrative:
(B)(4).